Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon inserted an aq2010v +14.00 diopter three piece silicone lens into the patient's eye. Two lenses were used during this procedure. This was the backup lens. After the primary lens was removed and replaced with the backup lens. The lens haptic broke while inserting into the eye. Lens was removed. No lens was implanted at this time. There were no patient complications. There was no patient injury. See MFR.#2023826-2016-00428 for the primary lens.

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens torn apart into two pieces, and a large piece of the lens optic torn off and missing. The lens was returned dry and there was traces of surgical residue on the optic surface. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and medical review a specific root cause of the event could not be determined. (B)(4).